Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the battery depleted due to normal battery depletion. The issue was resolved on (B)(6) 2015. It was reported that the status of the affected device remains unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) for a clinical study reported that the device felt weak and delayed, stimulation reduced. Interventions include the entire system was explanted/replaced on (B)(6)2015. Symptoms related to battery depletion was reported on (B)(6)2014 and interrogation of the device resulted in battery depletion on (B)(6)2015. The event was possibly related to the device or therapy and not related to the implant procedure. It was reported that the device felt weak and delayed, interrogation and adjusted was performed. The patient was on program 2 which had been on 100% of the time. Program 2 was at 3 volts, pulse width at 240 microseconds, and rate of 14 hertz. It was programmed on electrodes c+/2- with an amplitude limit at 8.5 volts. A soft start was set at 4 seconds and cycling off. Impedance/battery check was done with increasing patient to 3.2 volts on program 2. The battery was at 43-87% longevity from 16-33 months. On (B)(6)2015, battery longevity showed 9-15 months and impedance 428 denied pain at the site as they were feeling stimulation in their pelvic. Normal battery depletion was reported. The issue was resolved without sequelae on (B)(6)2015. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated information to match information there was a device interrogation on (B)(6)2014. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received reported from the healthcare professional (hcp) for a clinical study reported that the patient stated the device felt weak and delayed, stimulation reduced. Interventions included an entire system explant/replacement on (B)(6)2015. There was a device interrogation on (B)(6)2014. The event was possibly related to the device or therapy and not related to the implant procedure. It was reported that the device felt weak and delayed. Interrogation and adjustments were made. The patient was on program 2 which they had been on 100% of the time. It was reported to be on 3.0 volts, 240 pulse width, and rate of 14 hertz. Electrodes were programmed on c+/2-/1- with an amplitude limit set to 8.5 volts. A soft start was set at 4 seconds and cycling off. Impedance/battery check was done with increasing the patient to 3.2 volts. The battery was at 43-87% longevity, which was about 16-33 months. On (B)(6)2015, impedance/battery check was done with increasing program 2 to 3.2 volts. The battery longevity showed 9-15 months, impedance of 428, and denied pain at the site. It was reported that they were feeling stimulation in the pelvic area. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the clinic site reported that on 2015-08-28 the patient had increased urgency. The patient felt well, but the symptom of urgency despite not actually having to go and the feeling that they were urinating even though they were not. The site noted it was due to normal battery depletion. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received reported from the healthcare professional (hcp) for a clinical study reported that the patient stated the device felt weak and delayed, stimulation reduced. Interventions included an entire system explant/replacement on (B)(6) 2015. There was a device interrogation on (B)(6) 2017. The event was possibly related to the device or therapy and not related to the implant procedure. It was reported that the device felt weak and delayed. Interrogation and adjustments were made. The patient was on program 2 which they had been on (B)(4) of the time. It was reported to be on 3.0 volts, 240 pulsewidth, and rate of 14 hertz. Electrodes were programmed on c+/2-/1- with an amplitude limit set to 8.5 volts. A soft start was set at 4 seconds and cycling off. Impedance/battery check was done with increasing the patient to 3.2 volts. The battery was at (B)(4) longevity, which was about 16-33 months. On (B)(6) 2015, impedance/battery check was done with increasing program 2 to 3.2 volts. The battery longevity showed 9-15 months, impedance of 428, and denied pain at the site. It was reported that they were feeling stimulation in the pelvic area. No further patient complications have been reported as a result of this event.